Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: during gen change the lead showed noise, impedances gradually trending downward, and erratic thresholds. Doctor suspects an insulation issue. Lead currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.